Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device ¿hadn¿t worked in a couple of years; it stopped working a couple of years after implant.¿ the MRI tech also reported that she tried to charge but was unable to charge the implantable neurostimulator (ins). There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.